Manufacturer narrative:
(B) (4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that a patient underwent a posterior spinal fixation surgery with rods and screws. Sometime post-op the rod on the left side at l3-4 was found to be broken in a follow up visit with the surgeon. A revision surgery was performed and the hardware was removed.